Event description:
ECG indicated possible mi sometime in past and was advised to do an angiogram despite lack of symptoms. Rca was found approx. 80% blocked. Did a balloon and put in a cypher stent. Next day, after removing IV/blood thinner, had a heart attack. Was taken to cathlab and an overlapping cypher stent was placed in. The artery was apparently injured either during ballooning or stent expansion. Another heart attack after removing IV the next day. Another cypher stent. Was kept in ccu with IV connected another week. Day 8, IV was disconnected and had another heart attack. Bypass was considered but decided against due to high levels of anti-coagulants/anti platelets in blood and 3 heart attacks which had damaged most of right heart muscle and not much was left to save with a bypass. Released after 11 days in ccu with completely blocked rca. On a separate note, IV needle was changed 1 week after initial insertion. I was told that the normal operating procedures call for its change within 3 days.